Event description:
Outbound. Patient reports had issue with cadd legacy pump alarm no disposable clamp tubing on (B)(6) 2021, tried both pumps. New cassette placed about 18 hrs early and alarm resolved. Cassette lot number unknown. No further details provided.